Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" "b braun infusomat that according to the clinical area significantly over infused noradrenalin (100mls in 30minutes, instead of the programmed rate of 0.5mls/hr)." "Updated: patient death."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. A damage on the operating unit was found, which has no influence on the flow rate accuracy. No other visible damages were found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. On (B)(6) 2021 at 02:06 pm the infusion started with a rate of 0,5 ml/h. 41 minutes later the infusion stopped. At this time, 0,34ml were infused. No abnormalities were found in the device history. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards all measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,81%. The device was disassembled and the inside was investigated. Additional to the damaged operating unit, liquid residues on the emc protection shield and the lower housing could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.